Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the calcified and severe tortuous mid right coronary artery. The 4.0 x 32mm liberte stent delivery system was advanced, but was unable to cross the lesion. The physician removed the device and noted that the proximal stent edge was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.